Event description:
The intended procedure was drug eluting stent (des) placement of the ramus branch coronary artery. The kinetix wire would not cross tortuous vessel, so they decided to remove the wire. Upon removal there was no tension or difficulty removing the wire, but upon x-ray a small black speck was noticed in the vessel. The wire tip had broken off, and was unable to be snared. The wire tip was stented against the vessel wall with another stent.